Manufacturer narrative:
Correction / additional information was added to b5. B5: the quantity of the affected product was only one (1) previously submitted as two (2). H10: the actual sample was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A functional testing was performed and no issues noted. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that 2 clearlink system extension sets malfunctioned. It was further reported that the port disconnected while infusing medication which resulted in a leak. The first set was infusing intravenous (IV) fluid and the second set was hydromorphone running in patient-controlled analgesia (pca). This event was identified during use. There was no report of patient injury or medical intervention associated with this event. No additional information is available.